Manufacturer narrative:
Additional narrative: (B)(6). Device manufacture date: the device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the foot control device inner hose was worn and leaking oil. It was noted in the service order ¿aged deterioration, turnover fault and air leak.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of this report was inadvertently missed on the initial report. It has been updated as feb 15, 2016. Additional information: the previous report stated the date of manufacture (dom) was unknown. The dom has been updated to reflect the date (jul 30, 1998) the device was manufactured. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.